Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultrasmart meter was displaying an error 5 message. The complaint was classified based on the customer care advocate's (cca) documentation. The patient claimed the alleged issue began on (B)(6) 2013, at approximately 10pm. The patient reportedly manages his diabetes with an unknown type/dose of self adjusting insulin and it is unknown if he took any action regarding his usual diabetes management routine in response to the alleged issue. He claimed that approximately 5 hours after the issue began, he developed symptoms of "cold sweats" and self treated his symptoms with food/drink at approximately 2:30am on (B)(6 )2013. At the time of troubleshooting, the cca noted that the subject device was not being used for the first time. The subject test strips were in good condition and the testing technique was correct. The issue was not resolved with troubleshooting and replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis on (B)(4) 2013, with the following findings: the meter involved with this complaint failed testing. The meter was found to have spc pin 2 lifted high. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.